Event description:
It was reported that prior to start a davinci si surgical procedure the customer noted that the 'orange part between the tip and shaft was broken' on the monopolar curve scissors instrument. The monopolar curve scissors instrument was replaced by another instrument; the planned surgical procedure was successfully completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the tube extension was broken and missing a 0.100 x 0.100 piece at the proximal clevis interface. Clevis was found to be dislodged from tube extension. Tube extension fractured next to one of the keys that mates with the proximal clevis. Engineering concluded that damage to the tube extension was likely due to excessive side loading or other mishandling/misuse. Additional observation not reported by site was a frayed cable. One grip close cable was found to be frayed at the distal idler pulley. The frayed strands stick out at the wrist. No other cables at the wrist were damage. The instrument passed electrical continuity testing. On (B)(4), 2012 isi contacted the initial reporter of this complaint. It was indicated that no pieces fell inside the patient during the last surgical procedure this instrument was used. The patient has not returned to the hospital with any post-surgical complications. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperative. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.